Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a palliation procedure for a 6cm malignant stricture located approximately 15cm from the anal sphincter, performed on (B)(6), 2010. According to the complainant, after positioning the device, the stent could only be partially deployed, with the distal portion failing to open. The stent was unable to be reconstrained. After a few minutes, the stent and delivery system were removed from the patient, and the procedure was completed with another wallflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a palliation procedure for a 6cm malignant stricture located approximately 15cm from the anal sphincter, performed on (B)(6), 2010. According to the complainant, after positioning the device, the stent could only be partially deployed, with the distal portion failing to open. The stent was unable to be reconstrained. After a few minutes, the stent and delivery system were removed from the patient, and the procedure was completed with another wallflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Pt's age over 18 years old. (B)(4) - (stent, partially deployed) the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle was fully retracted and that the stent was deployed. Further examination of the deployed stent noted that it was fully expanded, however, there was stent wire damage at the flared end. In addition, the shaft of the device was bent distal to the retracted distal handle. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.